Event description:
It was reported that: "pt was revised due to painful revision left knee replacement and does hyperextend. Surgeon replaced polyethylene and the implant used was a 5537-g-531 (number 5, triathlon ts plus tibial insert x3 poly 31mm)."

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.